Event description:
It was reported that a 1 liter eva bag leaked. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. Visual examination noted a leakage from the device. Functional testing was performed and found the leak in the central tube port seal. The cause of this condition was determined to be a malfunctioning manufacturing machine. This event was investigated through corrective and preventative action (CAPA). No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should additional relevant information become available, a supplemental report will be submitted.